Event description:
The customer indicated a slight burn occurred to the pt's tongue when the suction coagulator became unintentionally active. The coatulator was plugged into the accessory port and allegedly activated when the handswitching device was keyed.